Manufacturer narrative:
(B)(4).

Event description:
It was reported that detached sensor wire occurred. The sensor was inserted into the arm, which is off label usage of the device. The patient had a computed tomography (CT scan) scan performed due to a previously reported detached sensor wire. The CT scan confirmed two sensor wires were retained in the patient¿s skin. The patient was unaware of the second retained wire, when it detached, or when the sensor was inserted. The patient denied any pain or discomfort at the site and has declined surgical removal at this time. No product was provided for evaluation. The allegation was confirmed based on the CT scan confirming a retained sensor wire; however, the patient declined surgical removal of the sensor wire. The probable cause could not be determined. No additional patient or event information is available.